Event description:
Patient reported left side rupture and painful. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of jul/2018 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.